Event description:
It was reported that during a da vinci si hysterectomy procedure, the wire on the megasuturecut needle driver instrument was observed to be frayed at the tip. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the wire at the tip of the instrument was frayed. The one grip close cable was broken at the distal idler pulley. The idler pulley spins freely but has damage on the edge and on the surface. Engineering concluded that the damage was likely due to mishandling. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.